Event description:
Event description boston scientific received information that one day after the implant procedure of this lead, the patient developed chest discomfort. Upon testing, the lead exhibited poor sensing and high threshold measurements. During an additional invasive procedure, the lead tip was found to have perforated through the heart muscle. The lead was successfully repositioned.